Event description:
During a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Access was obtained via the left common femoral artery. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous left superficial femoral artery. The sterling es 3mm x 40mm x 146cm catheter was advanced to the lesion and during the initial inflation of the balloon it ruptured at 12 atm, the balloon was removed intact. The procedure was completed with another same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).